Event description:
Customer reported a hospitalization due to high blood glucose and chest pains. Customer reported that the blood glucose readings had been fluctuating between 200 and 500 mg/dl. She also reported that she had received no delivery alarms. The blood glucose reading at the time of hospitalization was 500 mg/dl. She expressed symptoms of itchiness and thirst. She stated that she tried to treat with a bolus but that it did not work. Customer was treated with an IV drip. She stated that she had gone through troubleshooting for the no delivery alarm and was able to prime the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with a cracked case at display window corners and a minor scratched display window.